Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the chair surged aggressively causing her husband to be thrown from the chair into the street. Customer states her husband sustained many injuries and the major one being to his face which he had to have his skin replaced back onto his face. Customer states medical intervention was sought and the incident took place (B)(6) 2014.